Manufacturer narrative:
H6: investigation summary bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd posiflush syringe expeirenced difficult plunger movement, leakage, and a damaged or open unit package/compromised sterility. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported via posiflush pmcf survey that the clinician experienced dysgeusia, damaged packaging, difficult plunger movement, and leakage within the past 12 months.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd posiflush syringe experienced difficult plunger movement, leakage, and a damaged or open unit package/compromised sterility. The following information was provided by the initial reporter: material no: unknown, batch no: unknown. It was reported via posiflush pmcf survey that the clinician experienced dysgeusia, damaged packaging, difficult plunger movement, and leakage within the past 12 months.